Event description:
- A us distributor reported that a battery was unable to power on a monitor. - a us distributor reported that a battery charger had a battery charger problem and would not power up.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (battery charger problem, will not power up) was isolated to a damaged/loose power supply connector. The root cause for the damaged/loose power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.